Event description:
It was reported the 355ns was used during an unk procedure. It was reported by the affiliate there was leakage from the device the surgeon used a finger to stop the leak. There was no consequence to the pt.

Manufacturer narrative:
D5,h4: information not available, device not returned for analysis.